Event description:
A pt service rep (psr) contacted zoll customer support while assisting a (B)(6) male pt to report that the pt's battery pack will not hold a charge. The pt was issued a replacement battery pack.

Manufacturer narrative:
Device eval summary: device eval of battery pack (B)(4) is currently underway. The reported problem (battery not holding a charge) has been confirmed. A root cause analysis is currently underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective battery pack. The pt rec'd a replacement battery pack.